Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported post procedure for an endoscopic vein harvesting, bom 7mm extended length endoscope broke where light cord attaches. It broke after case was completed.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable. Due to the age of the device, a c of c is not readily available on-site.

Event description:
The hospital reported post procedure for an endoscopic vein harvesting, bom 7mm extended length endoscope broke where light cord attaches. It broke after case was completed.